Event description:
According to the literature, a retrospective study evaluated the risk of reopening of the mesenteric defect after closure in patients who underwent laparoscopic roux-en-y gastric bypass (lrygb) between january 2010 and december 2018. The study included 162 patients who underwent reoperation after laparoscopic roux-en-y gastric bypass, ceea was used to perform an end-to-side gastro-enterostomy and a endo gia 60mm was used to perform a side-to-side entero-enterostomy. Both mesenteric defects were closed with a competitor suture. Postoperative complications included small bowel perforation and staple line leak. Two patients experienced a small bowel perforation at the site of the jejuno-jejunostomy and was excluded from the study. One patient presented a stapler line leak after laparoscopic resizing of the gastroenterostomy and required laparoscopic resection of the stapler line. Complications related to reopening of mesenteric defects were not related to the device. No complications were related to the ceea stapler.

Manufacturer narrative:
Title: risk of reopening of the mesenteric defects after routine closure in laparoscopic roux-en-y gastric bypass: a single-centre experience source: obesity surgery (2022) 32:2853¿2859 https://doi.org/10.1007/s11695-022-06179-6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated the risk of reopening of the mesenteric defect after closure in patients who underwent laparoscopic roux-en-y gastric bypass (lrygb) between (B)(6) 2010 and (B)(6) 2018. The study included 162 patients who underwent reoperation after laparoscopic roux-en-y gastric bypass, ceea was used to perform an end-to-side gastro-enterostomy and a endo gia 60mm was used to perform a side-to-side entero-enterostomy. Both mesenteric defects were closed with a competitor suture. Postoperative complications included small bowel perforation and staple line leak. Two patients experienced a small bowel perforation at the site of the jejuno-jejunostomy and was excluded from the study. Complications related to reopening of mesenteric defects were not related to the device.

Manufacturer narrative:
Additional information: g3 correction: b5 d10 concomitant product: unknown eea - unknown eea, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.